Event description:
It was reported that during a da vinci colon resection surgical procedure, it was noted that the endowrist one vessel sealer instrument would not calibrate or turn. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the blade was dislodged. Due to the blade being dislodged, the instrument gave an error signal when homing. Failure analysis was able to manually retract the blade. The instrument passed a self test and cut test. Failure analysis investigation also found the instruments grip tips had a deep scratch. There was a missing piece on the tip area and measured roughly about 0.068 x 0.091. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip tips, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.